Event description:
On (B)(6) 2013, the reporter contacted animas alleging that on (B)(6) 2013, the patient was not receiving insulin and experienced blood glucose (bg) up to 497mg/dl with increased urination. The reporter stated that the patient had changed the site, set, and cartridge the morning of (B)(6) 2013 and changed the supplies again the evening of (B)(6) 2013 in response to elevated bg. The reporter denied any issues with supplies but admitted that the patient uses cold insulin. Customer technical support (cts) advised the reporter that the patient should be using room temperature insulin. The pump was not available at the time of the initial call for troubleshooting. Cts has attempted to follow up with the reporter for pump troubleshooting, without success. The patient's healthcare provider reportedly told the patient to come off the pump. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported due to the allegation that the pump was not delivering insulin as programmed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2015 with the following findings: the black box starts on 04/23/2015. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The display screen has a pinkish contrast. The battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.